Event description:
Customer was riding up portable ramp (homemade out of plywood) and the unit stopped. She stated she may have driven the back wheel off of the ramp. The unit raised up, causing customer to fall out and hit her head. An ambulance took her to the hosp where she was treated and released (with a slight concussion).